Event description:
Device report from synthes reports an event in south korea as follows: this report is being filed after the review of the following journal article: ho-seok oh., et al (2022)/effect of subacromial erosion shape on rotator cuff and clinical outcomes after hook plate fixation in type 5 acromioclavicular joint dislocations: a retrospective cohort study, bmc musculoskeletal disorders 23:42, 1-7 (south, korea) this retrospective study aims to evaluate the incidence and shape of subacromial erosion after removal of the hook plate in type 5 ac joint dislocations and the effect of shape of the subacromial erosion on the rotator cuff. Between (B)(6), 2010 and (B)(6), 2018, a total of (n=30) patients (26 men and 4 women; mean age, 47.5 years), 18 showed subacromial erosion and 12 showed no subacromial erosion. Subacromial erosions were divided into three types according to shape: 13, 2, and 3 patients had subacromial erosions of types I, ii, and iii respectively. They underwent fixation with locking compression plate clavicle hook plate (depuy synthes, oberdorf, switzerland) for ac joint dislocations. The mean follow up duration was 31.0 months (range, 12.0-49.2 months). The following complications were reported as follows: 4 patients showed reduction loss (subluxation 2; dislocation 2; 13%) 1 patient showed shoulder stiffness 18 patients showed subacromial erosion, respectively after implant removal. This report is for an unknown synthes clavicular locking compression hook plate. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: clavicle hook plate/screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown constructs: clavicle hook plate/screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.